Event description:
The pump was returned for investigation. Investigation revealed that the display was blank due to a corrupted processing unit and the battery cap was damaged. This report is made based on results of investigation completed on 12/24/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2014 with the following findings: the display screen was blank upon starting up the pump. The pump was opened and one of the internal processors was found to be corrupted. The processor could not be reprogrammed. Additionally, the battery cap was found to be damaged. Unrelated to the blank display and battery cap issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).